Manufacturer narrative:
An event regarding revision due to wear involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: consultation with material analysis team indicated that burnishing, scratching and third body indentations were observed on the articulating surface of the returned insert. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. Medical records received and evaluation: not performed because no records were provided for review. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the reported event of tibial insert wear has been confirmed. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. However the root cause could not be determined because insufficient medical information was received. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient presented with pain in right knee. Surgeon took x-rays of right knee and upon review discovered what appears to be sheared posts from the implanted triathlon asymmetric x3 patella. Surgeon has yet to schedule the revision at this time. Update as per sales rep, doa (B)(6) 2015: surgeon revised poly and patella on (B)(6).